Event description:
It was reported the pt experienced impact to her ipg site. Afterwards, the pt experienced overstimulation, swelling, and bruising at the ipg location. It was also reported the ipg is non-functional and can no longer communicate with the charger and programmer. The pt will undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.